Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2025, in the department of orthopedics and soft tissue surgery, a nurse was inserting a central venous catheter into a patient. The catheter and guidewire were inserted into the body together, which was normal. At this point, the guidewire needed to be removed from the catheter to complete the placement. The nurse removed the catheter from the heparin cap. During the third attempt to remove the catheter, the guidewire suddenly became thinner. Upon noticing the abnormality, the nurse removed the heparin cap and found that the catheter had broken at the heparin cap site, with the guidewire's distal end fractured. The nurse then removed the remaining guidewire, completing the catheter placement without causing any harm to the patient.